Event description:
This x-ray system had a screen error message, "failure in ii. The system is not ready." It was restarted several times but the same error appears and does not allow fluoroscopy.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (B)(4).